Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited low impedance. Fluoroscopy was performed during an unrelated procedure and the left ventricular appeared normal. There were no other electrical anomalies. The lead would continue to be monitored. The patient was in stable condition.